Event description:
The pt received two leads with the same lot number. It was reported the pt had been in an automobile accident. It was reported the pt had a change in her stimulation. An x-ray was performed, but the physician noted a fracture in the lead during the surgical procedure. The physician replaced one of the leads.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.